Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the they experienced the high blood glucose. The customer's blood glucose level was 508 mg/dl at the time of the incident and 150 mg/dl was current blood glucose of the customer. The customer was assisted with the troubleshooting and advised to contact health care professional. The insulin pump will not be returned for the analysis.